Manufacturer narrative:
Device was evaluated and findings were that the analog ic had an internal short resulting in excessive current drain of the battery. The exact cause of the damage done to analog ic could not be determined. Monopolar electrocautery is a known source of such damages. Current labeling warns against use of monopolar electrocautery.this is a final report.

Event description:
It was reported that the patient underwent an ipg revision due to charging difficulties. The ipg would deplete prematurely and would only hold a charge for one hour. The patient is reportedly doing well after the revision.